Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose levels increased to approximately 541 mg/dl after approximately 36-48 hours of pod wear on the arm. The patient stated that the skin at the infusion site was red and swollen and subsequently developed into an infection. She also reported symptoms of nausea, feeling unwell, and loss of consciousness, which prompted her to seek medical attention. The patient presented to the emergency room (ER), where she was diagnosed with hyperglycemia, head injury due to trauma, and a skin infection on the arm. The pod was removed in the ER and a large red infection with pus drainage was observed at the infusion site. Treatment at the emergency room included an intravenous insulin infusion, potassium, and phosphorus. ER staff drained the infection and used ultrasound to rule out an abscess requiring surgical intervention. No incision was needed, and the patient was prescribed oral antibiotics for one week and returned home the same day.

Manufacturer narrative:
The formed needle and bottom housing were inspected under magnification, no damages or manufacturing defects were observed that would contribute to the reported infusion site complaint. The cause of the reported event could not be determined. The pod arrived fully deployed. Pod data indicates the pod operated and delivered insulin as intended during operation. No damages or defects that would affect the delivery of insulin were observed.